Manufacturer narrative:
The lead was returned in three segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 18.2-18.8cm from the distal tip. The rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that the patient was in cardiac arrest and the device failed to deliver therapy. Paramedics rescued the patient with CPR and external defibrillation. The arrhythmia was detected by the device, but not terminated due to low high voltage impedance. The lead was explanted. Information regarding patient condition after replacement procedure is not available at this time.